Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was in the hospital recovering from surgery. While in the hospital, the customer began experiencing high blood glucose levels and had to be taken off the insulin pump and put on an insulin drip. The reported blood glucose reading at the time of the call was 137 mg/dl. Found that the customer had been wearing the same infusion set for one week. Advised the nurse to have the customer change the infusion set. Nothing further was reported.